Manufacturer narrative:
A partial lead connector portion was returned in one segment. External insulation abrasion was noted at 16.7cm to 17.0 cm, 17.1cm to 17.4 cm, 20.9 cm to 21.0 cm from the connector pin consistent with friction to the device can. External insulation abrasion that had breached the ring electrode cable lumen was found at 22.4 cm to 22.6 and nonfunctional cable lumen at 22.9 cm to 23.6 cm, at 26.1 cm to 26.2 cm, 26.2 cm to 26.6 cm, 28.4 cm to 28.6 and nonfunctional cable lumen at 28.9 cm to 29.3 cm from the connector pin consistent with friction to another device. From the connector pin consistent with friction to another device. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.